Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specifications (results, conclusion) and the device was used in accordance with labeled indications (results). No conclusive evidence has been provided that supports the fact that the invisalign system aligners caused or contributed to the patient's symptom of chest pain and other reported symptoms such as a transient weakness in left arm/hand, heart attack like symptoms. The patient reported the symptom of chest pain and multiple medical visits and multiple tests were conducted to determine the cause of the reported symptoms, and since invisalign system product was being used at that time, this event is being filed as an MDR.

Event description:
The patient reported the symptoms of chest pain, shortness of breath, a transient weakness in left arm/hand, heart attack like symptoms, nausea, headache, fatigue, felt lightheaded, and reported fainting on one occasion. The patient reported visiting the ER on 3 separate occasions due to the heart attack like symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2014 and the reported symptoms subsided and the patient is currently fine. The treating doctor did not consider the event was serious or life threatening to the patient but considered that the continuation of invisalign treatment would have worsened the symptoms.